Manufacturer narrative:
(B)(4) (would not bow). Although the suspect device has been received, the evaluation has not be completed; therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, during the procedure, the physician placed the sphincterotome into position to perform a sphincterotomy on the papilla of the patient, and the tome would not bow. The tome looked twisted at the tip. They removed the device from the patient and completed the procedure with another hydratome rx sphincterotome. There were no patient complications reported as a result of this event.